Manufacturer narrative:
The device was repaired and returned to the account.

Event description:
It was reported that the blade mount on the handpiece was chipped. This was found while the device was at the MFR for repair. There was no pt involvement or adverse consequences related to this event.